Event description:
While in the process of ptca with stenting of the lad on patient with history of cad, and following the re-insertion of an interventional wire, an abbott stent system was inserted. Documentation reflects that the stent delivery system was removed with an undeployed stent (as the catheter bent). It is believed that the catheter bent as it was being advanced. The system was removed without incident. The procedure was continued with successful deployment of another stent. The system was contained and returned to the manufacturer's rep.